Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with infected pocket and device working its way through the skin. The device and leads were explanted without a problem. It was believed the pocket was made too tight which caused the device to be pushed out. The patient is on antibiotics and waiting for a new device to be implanted on the right side.

Event description:
New information that on (B)(6)18, the patient had a bi-v device re-implanted on the right side. Patient was discharge from the hospital.